Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for the lot. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat a heavily calcified and mildly tortuous lesion in the distal right coronary artery. The 2.5 x 15 mm tenku balloon catheter was prepared per the instructions for use, prior to use in the anatomy. The tenku was advanced without issue and inflated to 14 atmospheres (atm), two times. During the second inflation, the balloon ruptured. The vessel was satisfactory dilated; therefore, no other balloon catheter was needed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.